Event description:
On 10/27/2023, it was reported by a distributor via email that (2) ar-1923ps peek pushlock eyelet and sutures came off. The anchor is impacted through it to the first laser line with its protector and then its orange protector is removed to be impacted to the second laser line. It is removed counterclockwise to cut the sutures subsequently. They were placed well, but when the sutures were cut, the peek eyelet with the sutures came away, leaving the implant behind. This was discovered during a shoulder instability procedure on 10/27/2023. The case was completed using two additional ar-1923ps peek pushlock.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint cannot be confirmed due to the device being unable to be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported and observed failure is a user error following the device's correct surgical technique.